Event description:
A high reading issue was reported with the freestyle libre sensor. The customer obtained a 'hi' scan (readings greater than 500 mg/dl) which was higher than she felt and experienced symptoms of sweating, nausea, and loss of consciousness. The customer was transported to the hospital where a blood glucose result of 38 mg/dl was obtained via hcp meter. Customer received unspecified IV treatment to raise glucose for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.